Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported the insulin pump failed to rewind. No further information was provided.